Event description:
The pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced successfully during the procedure to address the right ventricular lead. The patient presented stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.